Event description:
The customer reported that the insulin pump alarmed and had a blank display. The blood glucose reading at time of the call was 170 mg/dl. The customer stated that she had a mammogram while wearing the device two weeks ago. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery contact. However, a new battery cap was installed to test the device, and it passed all the functional testing including the displacement test.